Event description:
On or around 4/23/1998, the customer reported a pt hemoglobin result of 8.15 g/dl using the cell dyn 4000. The pt had a previous diagnosis of gammopathy, with the presence of paraprotein, and was sent home. The result from the cd4000 was transmitted to the lab info system (lis) by an untrained operator, who did not review results generated by the cd4000 prior to transmittal. Repeat testing of the pt sample gave result of 5.3 g/dl on a cell dyn 1300. The corrected report was sent to the physician. No report of treatment given based on testing results. No further info was provided from the account.